Manufacturer narrative:
Reliability analysis (it mass update) evaluated 3 opened/used reservoirs. Performed pre fill. Reservoir's transfer guard failed per spec. Transfer guards needle occluded.

Event description:
The customer reported via phone that reservoir had blockage. Customer¿s blood glucose was 120 mg/dl at the time of incident. The reservoir will be returned for analysis.